Event description:
It was reported that the device provided inaccurate pi values. Customer reported jumping (high and low) pi values. Customer did not know if it is from sensor, device or cable. There were no known impacts or consequences to pt.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete, a follow up report will be submitted.